Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 400cc mentor memorygel breast implant experienced spontaneous left sided rupture and bilateral acquired deformity post procedure. The rupture was diagnosed through a physical examination. As a result, bilateral prosthesis replacement with 425cc mentor memorygel breast implants was performed on (B)(6) 2021. The left sided rupture was reported initially under 1645337-2021-12638 on (B)(6) 2021. On (B)(6) 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: acquired deformity. Manufacturer¿s reference number: (B)(4).